Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be dim/discolored. A test screen was inserted and functioned appropriately. Unrelated to the display issue, testing showed the time and date reset to factory settings when the battery was removed. The pump was opened and the internal battery was found to be leaking. (B)(6).

Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the display screen was dim/discolored. This report is made based on results of investigation completed on (B)(4) 2013.